Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a review of the black box revealed several ¿call service 064¿ alarms with high force occurring due to occlusion during prime. The returned battery cap and test cartridge cap were used to complete the investigation. The battery compartment was found to be cracked below the bumper grip. The ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs064¿ alarms or any errors, alarms or warnings. The pump¿s cover was removed and there were no intermittent conditions found to the motor flex/assembly. The reported ¿cs064¿ complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.